Event description:
As reported via medical affairs, a patient reported to having a cypher stent placed to the lad on (B)(6) 2007 after having a 'heart attack'. She reported that plavix was discontinued in 2010 due to pre-existing ulcers. Then on (B)(6) 2010, the patient had two medtronic stents implanted to the lad due to 'chest pain and back pain'. She was prescribed carvedilol 6.25mg to 'help stents' as well as lipitor 40mg for unknown reason.

Manufacturer narrative:
Complaint conclusion: as reported via medical affairs, a patient reported to having a cypher stent placed to the lad on (B)(4) 2007 after having a 'heart attack'. She reported that plavix was discontinued in 2010 due to pre-existing ulcers. Then on (B)(6) 2010, the patient had two medtronic stents implanted to the lad due to 'chest pain and back pain'. This is a (B)(6) female with medical history including nkda; breast lumpectomies, tumor on lower back, heart attack, hysterectomy, and gallbladder removed, ulcers, bladder enlargement, hypoglycemia, 14 staples back of neck, denies alcohol use, smoker, history of former drug abuse. She was prescribed carvedilol 6.25mg to 'help stents' as well as lipitor 40mg for unknown reason. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13290843 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hypertension and smoking.